Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated their dbs therapy has not worked for them since the implant and has not helped alleviate their symptoms. The patient saw the doctor the day after surgery and was told dbs was not working. The patient mentioned seeing multiple healthcare providers because of the dbs, and none of them were able to adjust the programming effectively. The patient stated they regularly visit a manufacturer representative for adjustments, but despite attempts to modify the settings, the therapy has not been beneficial. The patient also noted that they are scheduled for a battery replacement next month, have an upcoming appointment, and would like to understand their eligibility for the new dbs adaptive therapy software. The agent reviewed information about adbs therapy and redirected the patient to their healthcare provider.  Additionally, the patient shared that they have undergone three surgeries for the implanted neurostimulator system (percept).